Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no physical damage was observed to the battery. The archive analysis revealed the battery was not being charged properly and left in the autopulse for extended period of time. The reported complaint was confirmed. Based on the information reviewed, a likely root cause for the reported complaint is battery mismanagement. The user guide states regular monitoring of the autopulse battery status is vital to ensure adequate run time. Essential elements of the autopulse battery management should include: leaving a fully-charged battery installed in the autopulse platform at all times. Leave a fully-charged battery on the "rig" that carries the autopulse system. Maintain one or two fully-charged batteries in the autopulse batter charger. Institute regular, periodic checks of the battery charger status.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that autopulse li-ion battery with serial number (sn) (B)(4) did not hold a charge. The battery only charged up to 3 quarters in the autopulse multi-chemistry charger (mcc). The customer charged the battery in a different charger but got the same results. No patient involvement was reported. No further information was provided.